Manufacturer narrative:
Further investigation was requested but was not available.

Event description:
It was reported that an alert noting the high voltage impedance was less than the normal limit was observed on the right ventricular (rv) lead.

Manufacturer narrative:
Correction: section b5: it was the pacing impedance that was low not the high voltage/defibrillatory impedance.

Event description:
It was the pacing impedance that was low not the high voltage lead impedance.